Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted from the right eye due to possible visual changes after use of a tanning bed without rxsight uv protective spectacles prior to any lock-in treatments being performed. Rxsight's first awareness of this event was on 07/30/2024. Reference report #3012712027-2024-00145 for the report on the left eye.

Manufacturer narrative:
Additional data: d9, h6. The lal was cut into multiple pieces during explantation and both haptic were detached. Only a visual inspection of the returned lal pieces was completed; no device problem found. No additional evaluation could be performed due to the condition of the lens.